Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an rfa procedure using the closurefast catheter to treat a soft tissue lesion in the patients right proximal great saphenous vein (gsv), the sonographer informed the physician that the catheter was very close to the non-medtronic access sheath, but treatment was still given. Tumescent infiltration and hand/manual compression were utilized. No anesthesia was utilized. The IFU (instruction for use) was followed. The catheter lumen was flushed prior to use. The physician said he would pull back the non-medtronic sheath to prevent melting it. It was tough to tell if he truly pulled back or possibly forgot to. The sonographer then informed the physician that he could see the non-medtronic sheath melting/possibly burning the patient in real time, but the physician continued to treat. The physician told the patient that the area that appeared slightly burned looked okay and would be checked next time. The physician decided to remove the closurefast catheter from the patient's leg through the non-medtronic sheath while treatment was still being administered. On removal, the closurefast catheter was observed to be slightly bent and burnt residue was observed on the catheter, but the coil was not exposed. When the non-medtronic sheath was removed, only a small portion was intact. A significant portion of the non-medtronic sheath was visualized in the right gsv post procedure. A small portion of the non-medtronic sheath was also visualized protruding through the patient's skin at the access site post procedure. The physician removed what they could and wrapped the leg. The non-medtronic sheath is still inside of the patient's gsv. Redness, bruising, and discomfort were noted along the treated area post-procedure. The physician prescribed the patient antibiotics.